Manufacturer narrative:
H3 - device evaluation: the lens was returned with liquid in a specimen cup. Visual inspection found the haptic torn. Claim#:(B)(4).

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -13.50/+1.0/074 (sphere/cylinder/axis), in the patients left eye (os). The lens was explanted on (B)(6) 2021 due to a high pressure spike. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.